Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received ongoing, multiple cartridge alarm 19s during the loading process every time the cartridge was changed. The customer cleared the past alarms by changing the cartridge. The customer's blood glucose level was not impacted during these past events. The bg level was 227 mg/dl during the current alarm 19; however, the customer reported this was due to being busy and not paying attention to the bg level. The customer was not able to clear the current alarm 19 and was to use insulin injections for insulin therapy.